Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump got the failed battery alarm and pump error alarm. The blood glucose at the time of the incident was 6 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.